Manufacturer narrative:
A ge service representative performed an on-site investigation. The service representative replaced the high voltage cable. The system was tested and operates as intended.

Event description:
The customer reported that the 9800 system exhibited a loss of the live image during x-ray. No patient injury was reported.